Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was performed but the device has not been received for investigation yet.

Event description:
The user reported a deterioration in hearing performance with the device when they attended an appointment in (B)(6) 2022. Furthermore, in situ testing revealed affected channels. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a deterioration in hearing performance with the device when they attended an appointment in (B)(6) 2022. Furthermore, in situ testing revealed affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a deterioration in hearing performance with the device when they attended an appointment in january 2022. Further medical intervention is considered.

Event description:
The user reported a deterioration in hearing performance with the device when they attended an appointment in (B)(6) 2022. Furthermore, in situ testing revealed affected channels. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.